Event description:
Same case as MDR ID # 2134265-2013-03167 and MDR ID # 2134265-2013-03284. It was reported that during a percutaneous coronary intervention treatment procedure, the ilab ultrasound imaging system motordrive was unable to perform pullback. During a percutaneous coronary intervention treatment procedure, it was noted that the mdu of the ilab imaging system was not able to perform pullback. The procedure was completed with this device through manual pullback. There were no reported complications and the patient status post procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03167 and MDR ID # 2134265-2013-03284. It was reported that during a percutaneous coronary intervention treatment procedure, the ilab ultrasound imaging system motordrive was unable to perform pullback. During a percutaneous coronary intervention treatment procedure, it was noted that the mdu of the ilab imaging system was not able to perform pullback. The procedure was completed with this device through manual pullback. There were no reported complications and the patient status post procedure was stable.

Manufacturer narrative:
Device eval by mft: the device was returned for analysis in good condition with no visible external damage or defects observed. The unit was installed into a gold standard system and tested for functionality and has meet specifications. It also underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is unable to be confirmed. (B)(4).